Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Nurse reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose reading was 334 mg/dl. Customer received two no delivery alarms and they did not receive proper insulin throughout the night. Troubleshooting for high blood glucose levels was performed. Customer was hospitalized as a result of their high blood glucose levels. Customer experienced nausea and had large ketones. Customer stopped wearing the insulin pump the morning of the hospitalization and was put on insulin drip.